Event description:
It was reported that "leakage of drug solution in the cassette was confirmed when 8 ml of a mixture of nalvein and saline solution was placed in the cassette". The event occurred during priming, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was returned for evaluation along with three pictures. Review of the pictures detected a discrepancy on the medication bag. Visual inspection of the returned device found no discrepancies in the sample. Functional testing found a leak on the medication bag. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.